Event description:
It was reported that pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned area as instructed, ensured cartridge was fully attached, and then successfully completed load process and resumed insulin delivery with guidance from technical support.